Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Visual inspection of the case and header found no anomalies. A series of automated electrical/functional tests were conducted, and the basic sensing, pacing and defibrillation functions of the device were verified. The measured battery voltage was lower than expected; engineering calculations confirmed the device fell short of longevity expectations. The device case was opened. An external power supply was connected to the device and the electrical current was monitored. During the monitoring process a higher than normal current drain was observed. Electrical testing and analysis of the internal components were then conducted, which isolated the high current condition to an anomaly on one of the component layers (gate oxide) within the device's integrated circuit. This anomaly causes a high current drain, which over time results in premature battery depletion. Laboratory analysis confirmed the clinical observations.

Event description:
--

Manufacturer narrative:
Additional electrical testing was performed and isolated the high current condition to a particular integrated circuit (ic) component. Chip-level analysis identified the location of an abnormal photo emission site on the ic. Analysis by the ic manufacturer discovered a crack in an inter-level dielectric layer at the photo emission site that carried through to the ic substrate. This type of ic manufacturing defect is associated with the high current drain previously reported.

Event description:
--

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during pre-implant testing, this device was found to have recorded a code 1002 indicative of battery usage higher than expected. The device was not implanted. No adverse patient effects were reported.